Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The caller did not provide more information. Attempted to reach the customer several times for more information, but got no answer. Left messages for the customer to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.